Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that the device was returned with the firing mechanism damaged, with the shrouds slightly opened, and with no reload present. No functional test could be performed due to the condition of the device. However, the device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that two tr45w reloads were received. The reload (a) was noted to be partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The reload (b) was received unfired. The reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. However, one staple was missing from the staple line, the missing staple do not created a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Damaged spring cartridge lockout tab, incomplete-interrupted cycle.

Event description:
It was reported that during an unknown procedure, the physician could fire the instrument with first cartridge, which caused lock out. He tried second cartridge but he could not close the instrument. He changed cartridge again only to fail. He finished his surgery using whole new instrument. No adverse event on the patient.